Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump did not infuse. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: b3, d9, d10, h3, h6, h11. Additional information b5: additional event details were provided that the patient was transferred from intensive care unit (ICU) to 3c on heparin infusion at therapeutic dose. A new bag of heparin was hung at 18 units/kg/hr at 20.7 ml/hr (22:15). The next day when labs were drawn (04:10) the level was low 0.17, previous value 0.5. At change of shift the nurse noticed that the bag was almost full. They switched to a new pump. H11: the device was received for evaluation. During functional testing, didn't infuse was not reproduced. Evaluation had the flowline run a flow test at a delivery rate of 40ml/hr at a vtbi of 40ml for a 60 minutes run time. The delivered amount was 41.846ml and the error percentage was at 4.615% which is within specification. A review of the event history log revealed no abnormalities. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. An over infusion less than or equal to 10% is unlikely to cause or contribute to a serious harm, death, or serious injury. Should additional relevant information become available, a supplemental report will be submitted.